Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 285 mg/dl. Reportedly, the alarms were cleared and insulin delivery was resumed.